Event description:
The pt reported she is new to pump therapy and when she pulls out her insulin infusion headset, the cannula is bent. She stated she met with her diabetes educator tonight and informed the educator of this. She said the educator used an insertion aid device to help her insert her headset. The pt stated she has been inserting the headset very slowly. The pt was advised her infusion set should be inserted quickly to prevent kinking. It was also recommended that the pt try a shorter cannula as she is very lean. Complimentary infusion set samples and an insertion aid device were sent to the pt. On follow up, the pt stated the sample infusion sets and insertion device have resolved the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. There was no product available to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.